Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a medical doctor in united states on 03-aug-2015 and it refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2013 for permanent contraception. Patient did not get hysterosalpingogram (hsg) and she became pregnant in (B)(6) 2014. She had a normal pregnancy and then on (B)(6) 2015, a salpingectomy was performed on both tubes. One essure found in pelvic side wall. Essure coils removed and bilateral salpingectomy performed. Ptc investigation result was received on 11-aug-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc local number (B)(4) and ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a lack of efficacy. A contraceptive failure may occur with the use of any contraceptive and is not indicative of a quality deficit per se. In addition, the ae case refers to treatment noncompliance. Neither batch number nor complaint sample were available for a technical investigation. The technical assessment concluded unconfirmed quality defect. The reported adverse events are known, possible, undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and became pregnant. After delivery, a salpingectomy was performed and essure was found in pelvic side wall. These events, seen as pregnancy and device dislocation, are serious due medical importance and listed in the reference safety information for essure. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. In this case, hsg (hysterosalpingogram) test was not performed. Although in this case pregnancy could be rather the result of non-compliance use or the result of device dislocation, it is not clear if the conception occurred previously or after the dislocation. Thus, the possibility of device failure cannot be totally excluded. Since essure removal (via bilateral salpingectomy) was required, this case is regarded as incident. The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further information has been requested.

Manufacturer narrative:
Healthcare provider general questionnaire received on 03-nov-2015: patient's demography information was provided. Her medical history included cervical dysplasia and leep (loop electrosurgical excision procedure). Concomitant condition was hypothyroidism. Essure was inserted on (B)(6) 2013 under general anesthesia. Toradol was used. Insertion was easy and it did not take more than 20 minutes and there was no more than 1500cc of fluid loss. On (B)(6) 2014, an ultrasound was done in the office and bilateral essure devices were seen. Depo provera was used as back up contraception. No hysterosalpingogram (hsg) was performed. On (B)(6) 2015, a laparoscopy salpingectomy with removal of essure device was performed (outpatient surgery). The device was intact but perforated through tube and embedded in pelvic side wall. In regards to pregnancy, delivery date was (B)(6) 2015. Her symptoms resolved after surgery. Company causality comment this spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and became pregnant. After delivery, a salpingectomy was performed and the device was found perforated through tube and embedded in pelvic side wall. These events, seen as pregnancy and fallopian tube perforation, are serious due medical importance and listed in the reference safety information for essure. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. In this case, hsg (hysterosalpingogram) test was not performed. Although in this case pregnancy could be rather the result of non-compliance use or the result of device perforation, it is not clear if the conception occurred previously or after the perforation. Thus, the possibility of device failure cannot be totally excluded. Since essure removal (via bilateral salpingectomy) was required, this case is regarded as incident. The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. No further information is expected.